Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator's administrative assistant reported that after 2 years 4 months of support on the lvad, the pt was readmitted to the hospital after experiencing a hemorrhagic stroke while at home and support was withdrawn. The pt's history provided included an inr that was difficult to make therapeutic on coumadin, lovenox to help manage anticoagulation and on nafcillin for positive blood cultures.

Manufacturer narrative:
According to the information provided to the MFR, the explanted lvad was disposed of by the hospital. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.